Event description:
It was reported that the tip of the electrode broke off during the case. It should be noted the the procedure was completed successfully and there was no medical intervention, surgical delays, or adverse consequences to the patient at all.

Manufacturer narrative:
The device was not made accessible for testing; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the tip of the electrode broke off during the case. It should be noted the the procedure was completed successfully and there was no medical intervention, surgical delays, or adverse consequences to the patient at all.